Event description:
It was reported that during a da vinci-assisted central processing, the permanent cautery spatula instrument had 2 wheels broken. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have grip input disk axis # 6 completely detached. As a result of the full break, functional testing for motion related issues cannot be performed. Other backend components adjacent to the broken inputs do not show damage. Additional observation(s) not reported by site: the instrument was found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 1.33 mm x 1.83 mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. Damage includes: broken conductor dap, broken distal clevis, loose grip cable, dislodged conductor wire. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 5.75 mm x 7.33 mm in size. Clevis shows abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. Damage includes: broken conductor dap, broken yaw pulley, loose grip cable, dislodged conductor wire. The instrument was found to have a dislodged conductor wire. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The instrument was found to have a loose grip cable at the monopolar yaw pulley. Damage was found at proximal and distal ends of instrument that could have contributed to looseness of grip cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk component consists of ultem or peek material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.